Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to swelling at the implant site. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 15, 2024.

Manufacturer narrative:
Per the clinic, the patient underwent an incision and drainage (I&d) procedure on (B)(6) 2024, in order to clear the infection.

Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site and subsequently, was treated with oral antibiotics for 1 week (date not reported). This report is submitted on june 14, 2024.